Event description:
After 18 months of implantation, this ICD was explanted and returned because during a follow-up interrogation a message was displayed starting, changings aborted >40 second charge time; abnormally rapid battery depletion was found. Therefore, the device was explanted in 2005.